Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted blood visible on the tightly-folded balloon, which is consistent with the device being advanced inside the patient and/or handling. As the balloon did not appear to have been pressurized at all, this also indicates that the device was not used to deploy the stent; although, further clarification could not be obtained in this case. The analysis confirmed that the stent was dislodged and not returned. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Although no patient anatomical information was provided, it is possible that the stent interacted with other devices and/or the patient anatomy during the advancement or retraction of the device, such that the stent dislodged as a result; however, this cannot be confirmed. Potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or from an interaction with other devices, the patient anatomy and/or a previously implanted stent. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information provided and the analysis of the returned product, a definitive cause for the reported stent dislodgement could not be determined. All stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgment force.

Event description:
Reportedly during use of the vision in the right coronary artery, the vision stent became dislodged. However, the stent was ultimately retrieved and successfully implanted in the target lesion, although it is unknown at this time how it was retrieved and deployed in the target lesion. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.